Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-08943 - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 10 infusion set cannula kinked on 12-jan-2023 after 3 hours of insertion. Insertion site was abdomen, upper thigh, arm. Infusion set has been used for less than day. Customer regularly rotate site location. Patient noticed pain at infusion site.customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.